Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device but was unable to duplicate the reported issue. All transducers were calibrated. The device passed operation verification procedure and unit verification test. The device operated as per manufacturer specifications.

Event description:
The customer reported that their vela ventilator's touch screen was frozen during start up of the device. There was no patient involvement.